Manufacturer narrative:
Removal and replacement of intraocular lens. Placeholder.

Event description:
We received a report that a vitrectomy was performed for a retinal issue during the implantation of an intraocular lens (iol). The report indicated the vitrectomy was not related to the iol. The iol was removed (implantation was not completed) and the patient apparently went home aphakic. The incision required sutures to close. It was also stated the iol had a broken haptic. Additional information was requested but the facility did not have any other details.

Manufacturer narrative:
The device was not returned to the manufacturer. Manufacturing records were reviewed. All process operations in the manufacturing were in compliance with manufacturing procedure specifications. No deviation or nonconformance was found related to the complaint type reported. All pertinent information available to the manufacturer has been submitted. Placeholder.